Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 500 mg/dl. Troubleshooting was performed. The programming and the daily totals matched the bolus and the basals. The alarm history was reviewed and revealed multiple no delivery alarms. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.